Event description:
It was reported that it was not possible to press the two optipac blue parts to enable the monomer to flow into the cylinder. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, g1-2, g4, h2, h3, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event was unable to be confirmed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products optipac-s 60 refobacin bone cement r, reference 4711500396-1, lot number a726e02325 were manufactured on 07 september 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 4 others complaints on the issue has been recorded for optipac-s 60 refobacin bone cement r, reference 4711500396-1, lot number a726e02325 within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The product analysis can't be performed as the product was not returned. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was not possible to press the two optipac blue parts to enable the monomer to flow into the cylinder.